Event description:
During cardiomems implant procedure the non-abbott guidewire broke while in the patient. A snare was used to attempt to remove the broken piece however the attempt was unsuccessful and the physician determined that the piece would be left in the patient. Additional anticoagulation medication was given and the patient was retained overnight for observation. The physician did not feel there were any performance issues with the cardiomems device. The cause of the break was unconfirmed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.